Manufacturer narrative:
The manufacturer was unable to duplicate the reported problems. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the initial final test and initial alarm volume test. A review of the event trace revealed that during the final operational period, two patient circuit fault alarms occurred. These two conditions lasted 20-23 seconds each, during which the ventilator did not deliver breaths.

Event description:
It was reported that the ventilator was on a patient with a lot of secretions. The ventilator had a patient circuit fault alarm and shut down twice while the patient was being transported. The rt had to manually ventilate the patient back to their room. The patient wasn't harmed and was placed on another ventilator.